Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is scheduled to be revised for high metal levels.

Manufacturer narrative:
No device or images were provided as the device was discarded; therefore the condition of the stem is unknown. Device history records for the lot code associated with the stem were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. The stem was used in an approved and compatible combination. Revision operative surgical notes were not provided. Primary operative notes were unremarkable and the review did not yield any additional information. Medical notes determined that the patient had elevated cobalt and chromium levels. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no previous complaints for the part-lot combination for the reported stem. A specific cause for the elevated metal ions could not be determined with the information provided.